Event description:
New information received stated that the lead was explanted.

Manufacturer narrative:
No medwatch form was received.

Event description:
During a follow-up, externalized conductors were observed via review of fluoroscopy. No electrical issues noted. Lead remains implanted

Manufacturer narrative:
A partial lead exhibiting extreme explant damage measuring 10cm from the distal tip was returned for analysis. External insulation abrasion was found at 8cm from the distal tip. Without return of the entire lead a complete analysis could not be performed.